Event description:
Clinician reports that rn noted some resistance as suction catheter initially inserted into neo-link porthole. As cath withdrawn, rn and rcp "noticed piece of material at end of suction cath." Clinicians discontinued use of this adaptor and catheter. Rcp reports, "upon further investigation, it occurred to me, that it was from diaphragm because it did not look intact and the vent kept alarming because it couldn't maintain pressure." No adverse sequelae have been identified with this patient related to this event per 12/13/04 f/u with rrt, manager, respiratory care.